Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a malfunction of a battery depleted alarm was discovered and confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The main batteries were replaced to correct this condition. A service history review revealed that this device was previously serviced for the reported condition. During previous services, the batteries and battery harness were replaced. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm during infusion, which interrupted delivery three times on the reported occurrence date. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. This device is an unremediated colleague infusion pump with a user interface module software version of 5.04.00. No additional information is available at this time.